Event description:
It was reported that this patient experienced mitral valve regurgitation, as a result the implantable cardioverter defibrillator (ICD) system was explanted since the cause of the regurgitation was suspected to be the right ventricular (rv) lead. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies, lead body was returned in two segments due to induced damage during explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced mitral valve regurgitation, as a result the implantable cardioverter defibrillator (ICD) system was explanted since the cause of the regurgitation was suspected to be the right ventricular (rv) lead. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported.